Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial started on (B)(6) 2025. It was reported that there was a lead migration/lead moved/wire moved. It was unknown whether there was a connector migration. It was unknown whether the product migrated around or entangle internal organs. The patient experienced loss of stimulation and loss of therapy relating to the migration. The issue was not resolved and was ongoing. Patient reported that the wires came out. They tried to check their programmer to see if it will get connected but it only went to communication error. The agent advised the patient to contact their physician to re-establish connection.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause of the patient getting "communication error" was determined and the wire unplugged from battery pack. The steps taken to resolve the issue was that they were given patient education. The issue was resolved. The steps taken to resolve the lead migration was that there was no lead migration. The issue was resolved. The steps taken to resolve the loss of stimulation was that they continued patient(pt) education. The issue was resolved.